Event description:
Caller states the expiration date on the active strip vial reflects a date of 05-2009. Manufacturer reports the expiration date is 05/31/07. No adverse event reported. Requested return of suspect device and replacement was sent.